Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a superficial femoral artery. After the guidewire cross the lesion, a 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres (atm), the balloon ruptured. Subsequently, a 6.0 x 100, 75cm mustang balloon catheter was advanced but during first inflation at 10 atm., it also ruptured. The procedure was completed with a different device. No patient complications were reported.